Event description:
Healthcare professional reported approximately two months after injection of juvederm voluma xc in the cheeks, oral commissioners, and prejowl sulcus pt developed redness, edema, induration, and nodules at all injection sites; healthcare professional believes the pt's symptoms as a reaction, "delayed, significant, possibly autoimmune, response to the voluma triggered by sinus infection". Pt was treated with topical ice, oral antihistamines, and antibiotics.

Manufacturer narrative:
Further info from the reporter regarding event, product, or patient details has been requested. No additional info is available at this time. The event of redness, edema, induration, and nodules are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling. Undesirable effects. The pt must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. Inflammatory reactions (redness, oedema, erythema, etc.) Can appear after the injection which can be associated with itching or pain on pressure. Indurations or nodules at the injection site.